Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end users son in law stated that where the walker folds the button spring and bolt came off.